Event description:
Country of complaint: (B)(6). Monosyn is used mainly after thyroid operation for skin closure. Surgeon has observed increased redness, wound healing disorders and fistulas. Also, there appears to be increased scarring and hardening around the scar.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Evaluation on-going at manufacturing site.